Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, adjust belt messages, "add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt ECG a, b and front therapy electrode cable was cut, cutting all of the wires in the cable. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was receiving adjust belt messages and "add gel/replace belt" messages,.